Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). Patient said that she thinks that the device is turning off by herself daily. Patient said she goes to check it and shows that device is off. The patient reported it occurred since they came home after implant. Based on call it is possible that patient was accidentally turning stimulation off thinking she was turning the external components off. Information was unclear. Patient to monitor since review of information. There was no symptom reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: when asked what the circumstances were regarding the device turning off by itself daily she responded that she didn't understand one of the settings. This was resolved by talking with a rep. Although the patient stated they were not turning it off accidentally. No further complications were reported or are anticipated.